Event description:
The lay user/patient contacted lifescan in march 2006 and alleged that her one touch ultra meter was giving her an error message and also the test strip port was damaged. The medical affairs specialist was unable to reach the patient via phone after several attempts to obtain further information. A letter was also sent to the address provided. The patient reported that she was feeling very low and had to call the paramedics since she was unable to get a reading on the meter because of an error message (patient die not mention which error messge she had received) that came up after she inserted the test strip in the meter. The paramedics instructed her son to give her food to bring her blood glucose up. There is not further information provided regarding the event. At the time of troubleshooting, it was verified that this was not a new. The patient was walked through resolveing the error message issue and it was resolved. Although there is insufficient information regarding the event (unknown how long the patient had the test strip port issue. If he was tested on an ems meter, if he tested after food was given to her, and her diabetes medication regimen was not provided) this complaint is reported because the meter failed to function (err0r message and damaged test strip port) at the time of concern and the patient was advised by a medical professional to eat food to bring up the blood glucose. A replacement meter, control solution, and test strips were sent to the lay user/patient.